Event description:
Four samples were returned for evaluation. Evaluation steps performed: 1. Visual inspection 2. Installed the kit on ivenix infusion system machine and ran the priming process. 3. Underwater leak test observations for all four samples: during the visual inspection, it was observed that the assemblies of the kit were according to the drawing. No kinks were observed. The sample completed the primary bolus prime and secondary prime processes successfully. The reported alarm was not replicated. The unit back prime on secondary port was performed and no issues were detected. No leaks were found during the underwater leak test. No manufacturing defects were found in the sample received. The customer complaint was not confirmed. Disposable failures were not identified that would have created the reported defect during the sample evaluation. Probable root cause could be related to the customer using a syringe with small volume. Small volume syringes and low infusion rates increase the likelihood of resistance causing upstream occlusions on the lvp. Based on the technical user documentation, customers are instructed that in the event occlusions are observed, back prime to loosen the plunger. If that does not resolve the upstream occlusion: 1. Remove the syringe from the administration set. 2. Manually exercise the plunger to free up the resistance. 3. Reconnect the syringe. 4. Restart the infusion. If upstream occlusions persist, remove the syringe and deliver the medication manually.

Event description:
The following has been reported: "primary line installed and infuses without issue. Secondary is chemotherapy using the equashield system, ll-2 device at the distal end. Pump delivers continued upstream secondary occlusion alarms. It will not back-prime and it will not infuse. The equashield ll-2 device is eventually exchanged 5 times, attempting to find patency. A male/female adapter is also attempted, in order to open the secondary port valve more thoroughly. Nothing releases the occlusion. Pharmacy retrieves the bag of chemo and replaces everything with new product. A new [lvp] is engaged, with new primary tubing. This time, the infusion proceeds as expected. No occlusion alarms." Reporting due to the referenced technical issue. No adverse effects to the patient were reported. More information is needed to complete the investigation.